Event description:
It was reported that during battery maintenance performed by getinge, the cardiosave intra-aortic balloon pump (iabp) units battery failed. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Event site state: (B)(6), event site postal code: (B)(6). It was reported that cardiosave intra aortic balloon pump (iabp) battery failed.no patient involvement. A getinge field service engineer (fse) says as he attended the site and located the unit, to be repaired, removed existing batteries and refitted new ones* batteries serial numbers are: 234121336ip and 233896129ip* note: unit is missing ECG lead and few screws are missing. Part to be ordered before closing this work order.later fse ordered all missing leads and tested to getinge specification the unit was returned back to service.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.